Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and noted a cracked flow sensor. The flow sensor was replaced, and the unit was returned to service.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.

Event description:
The hospital reported that, during a preoperative checkout, the set tidal volume was 700ml and delivered tidal volume was 2100ml. There was no report of patient involvement.